Manufacturer narrative:
Other: f/u with reporting physician.

Event description:
During a review of a clinical manuscript, it was reported that an x-stop procedure was unsuccessful due to a failure of the spinous process. Two previous x-stop implants were removed and a decompressive laminectomy was performed at all three levels. It was reported, the pt was alleviated of pain.